Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated that the display of the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.

Event description:
The customer stated that the display of the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation. On 09/07/2017, the customer called back and advised that her pump is no longer experiencing the display issue. She advised she is going to keep the pump. The call agent recommended to the customer not to do this and to return the pump. The call agent recommended she discuss with her doctor option on continuing her insulin therapy.